Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name indura; product ID: 8709sc (lot: n172202008); product type: 0184-catheter; implant date (B)(6) 2009; explant date (B)(6) 2025 brand name ; product ID: 8598a (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2025; explant date (B)(6) 2025 d9. The explanted catheters were returned for analysis on 2025-mar-09. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving (500.0 mcg/ml at 105.42 mcg) via an implantable pump for unknown indications for use. It was reported that the healthcare provider (hcp) stated that there was likely a leak somewhere along the length of the catheter. The hcp replaced the entire catheter. The issue was resolved at the time of the report.

Manufacturer narrative:
H3. The returned 8709sc catheter was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Visual inspection of the sutureless connector (sc) identified {coring/tearing/cuts} in the cup of the connector. The returned 8598a catheter was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Analysis identified a hole in the catheter body. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.